Event description:
Angiogram performed of device deployment noted a distal type I endoleak on the contralateral iliac leg graft. Intervention performed to resolve the endoleak included deployment of a second larger diameter leg graft telescoped within the lumen of the contralateral leg graft, and extended sufficiently in the native vessel to resolve the endoleak while maintaining patency of the internal iliac artery. Procedure concluded with angiogram performed to confirm endoleak resolution.